Manufacturer narrative:
Evaluation revealed the reported trochanteric nail kit, ti gamma3® ø11x180mm x 125° and the unknown locking screw to be the primary products. The lag screw reported was considered to be a concomitant product as it did not contribute to the event reported. A physical examination could not be carried out as the device was not returned to stryker (B)(4) (hospital did not release it). A review of the device history records for the trochanteric nail revealed no deviation in the manufacturing process. The nail kit was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a patient had been treated with a trochanteric nail kit in (B)(6) 2014. On (B)(6) 2016 the patient presented to the hospital for a ¿hip conversation¿. The broken nail and screw were removed and were revised by a hip arthroplasty. One picture was received showing the trochanteric nail to be completely broken in the webs of the proximal drill hole for the lag screw. The unknown locking screw was found to be broken as well. Nail and screw breakages in general has been experienced. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behaviour, on the suitable anatomical reduction, on the kind of bone breakage and depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A successful treatment requires sufficient bone healing during the implantation period. A nail or screw will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. In this case the nail and the screw were implanted for more than 18 months. Due to the missing product it could not be determined in what manner the nail and the screw had broken. As the nail was not available it could further not be determined whether the nail had been damaged intra-operatively. The IFU advises that the surgeon must counsel each patient individually on correct behaviour and activity after the implantation. Results of recommended regular follow-up examination were not provided. It could not be determined whether the patient had been compliant to the surgeon¿s post-operative instructions. It could also not be determined if bone healing had progressed in a sufficient manner. As no x-ray documentation and as no operation reports were available, a medical review was not possible. It could not be determined whether the use of the nail had the correct indication nor could be determined if the implants had been placed according to the anatomical requirements. Regarding the outstanding patient data (e.g. Potential diseases) it could not be determined if the patient conditions were adequate for the used implant. Based on the very limited information a deficiency of the nail and locking screw in question was not verified. With the information given an exact root cause could not be determined. The file will be closed formally. In case relevant information resp. The part becomes available we reserve the right to update the investigation and to change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Hospital policy.

Event description:
It was reported the gamma nail broke. It was reported that the product was implanted by another physician at another facility. Patient came in for a hip conversion. Patient was revised, product was removed. Revision surgery was completed successfully.